Event description:
The customer contacted stryker to report that their device powered off by itself multiple times during a patient event. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. This issue is patient related; however, there was no adverse patient outcome reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker evaluated the customer's device and was unable to duplicate the reported issue. The electronic record of the event was downloaded and reviewed. The record verified the device powered off several times during the event. The power pcb was replaced to resolve this issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device powered off by itself multiple times during a patient event. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. This issue is patient related; however, there was no adverse patient outcome reported.

Manufacturer narrative:
Initial MFR report # 0003015876-2025-02762 section h11 additional mfg narrative indicates: stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker evaluated the customer's device and was unable to duplicate the reported issue. The electronic record of the event was downloaded and reviewed. The record verified the device powered off several times during the event. The power pcb was replaced to resolve this issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Initial MFR report # 0003015876-2025-02762 section h11 additional mfg narrative should indicate: stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker evaluated the customer's device and was unable to duplicate the reported issue. The electronic record of the event was downloaded and reviewed. The record verified the device powered off several times during the event. The power pcb was replaced as a precaution. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Additional information: stryker further evaluated the electronic download from the device and identified the likely cause of the reported issue to be a loose battery in well 2 and also the battery age. However, since the batteries were not returned to stryker for evaluation and there were no issues with the device, a conclusive cause could not be determined.